Event description:
It is reported that the customer had high blood glucose levels of 136 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump had come into contact with water after getting pushed into a pool. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of corrosion were noted at lcd board and motor assemblies per visual inspection. The device also was received with cracked case at display window corners and reservoir tube lip, and minor scratched lcd window.